Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to rash and irritation on (B)(6) 2018. The customer¿s blood glucose level was 363 mg/dl. The customer was treated with steroids and protozne. The customer reported that he had really bad rash, welts and irritation where his sensor was and where his insulin was but more around the sensor. The sensor will not be returned for analysis.

Manufacturer narrative:
Added concomitant device in that was not included in the initial report.